Event description:
Noise was reported on this atrial lead which was reproducible with movement. The physician has elected to monitor the patient instead of taking any action to correct the issue. Should additional information become available, this event will be updated.